Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since having their implantable cardioverter defibrillator (ICD) implanted, the patient has steadily declined from an active lifestyle and now has pain. The patient has had weight and sleep loss due to the pain. Follow up with the physician indicated that an allergy has been considered and several replacement options have been discussed including a gold device or moving the pocket. It was additionally reported that the patient tested positive for an allergy to three types of silicone used in the device. The device currently remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.